Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a severely calcified, moderately tortuous posterior tibial artery. The 1.5mm x 20mm x 142cm coyote es balloon catheter was being used for pre-dilatation when the balloon ruptured at 6atms upon first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.